Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block sensor board was found to be defective. The returned product was scrapped. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.